Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after approximately one month of support, the pt experienced two pump stoppages. The pt reportedly saw a couple of kinks in her driveline and disconnected herself to fix it.

Manufacturer narrative:
The pt remains ongoing and continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The report of a pump stoppage was confirmed based on the data recorded in the patient¿s historical log file submitted to the manufacturer for analysis at the time of the event. The data recorded appeared consistent with the report of a pump stoppage due to the percutaneous lead being disconnected. Subsequent events recorded in the log file indicated that the system ramped back up to its set speed without issue. No further related issues reported have been reported to the manufacturer and the patient remains ongoing on lvad support. Although no conclusion could be drawn as to the cause of the reported, the device¿s approved labeling explains that the disconnecting the percutaneous lead will cause the pump to stop. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.